Event description:
The dr was unable to advance the iab into the sheath. (Event complications: unk-reported 8/11/97). (Pt's current status: unk-rpt'd 8/11/97).

Manufacturer narrative:
The product was not returned to datascope for evaluation. The item was discarded by the hosp.